Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display and battery out limit alarm. The customer was unable to clear alarm. Customer was trying to clear the alarm but, his down button would not respond and time was not advancing so insulin pump was frozen. Customer went to troubleshoot for frozen screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.